Event description:
The patient experienced increased baseline pain following a normal refill cycle. The patient had a couple of episodes where he started feeling underdosed prior to the pump alarm date. It was further noted that the patient was "now feeling underdosed, and the alarm date was noted as being (B)(6) 2012". The pain pump was located in the right abdomen, and the patient also wore an insulin pump on a belt; on their left side. The patient had a scheduled appointment with his physician on (B)(6) 2012. Drugs delivered via the device were baclofen, bupivacaine and morphine. It was later reported that the patient experienced withdrawal. Flu-like symptoms and fever were noted as having occurred "about two weeks ago" (from (B)(6) 2012). The patient did not have a change in activity or exposure to heat or heat therapy. It was further reported that a pump volume discrepancy occurred in which the actual residual volume (0 ml) was less than the expected residual volume (4 ml). In (B)(6) 2011 the actual residual volume (arv) was 5ml, and expected residual volume (erv) was 5.2 ml. In (B)(6) 2011 the arv was 0.4 ml, and erv was 4.2; in (B)(6) 2011 the arv was 5 and erv was 4.5; and in (B)(6) the arv was 0.0 ml and erv was 3.7 ml. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter: pouch model: 8590-1, lot #: n080593, implanted: (B)(6) 2006, explanted: unk; connector: model:8575, lot #:n077238, implanted: (B)(6) 2006, explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated that the patient had been going through withdrawals before his pump refill dates. The week of (B)(6) 2012 the patient started ¿feeling really crappy.¿ his muscles stiffened. On (B)(6) 2012, the patient started feeling withdrawal symptoms and had been running a fever.